Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in with a "problem" and clarified that by saying their ins has shifted, moved, and sometimes hurts them. The ins pokes out of their back like a "45 degree lump" but does not poke through the skin. They still feel it moving and said the ins was implanted in their lower back closer to their beltline instead of in their buttock. They saw their nurse on (B)(6) 2018 who told them the ins needs to scar into place and they won't do anything for two months. It was reviewed that the ins issue is unexpected and should be assessed by medically-trained personnel. A listing was provided to the patient in case their managing healthcare provider (hcp) office refuses assessment/treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter who saw the patient on 2018-feb-12 and said the system is working well. The patient will be seen again on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they had a surgery on (B)(6)2018 because the ins was bulging and was close to the surface of their skin and that it did not break their skin. Patient also stated the ins was slipping back and forth and that when they moved, the ins moved no further complications were noted or anticipated